Manufacturer narrative:
On 10/28/2019, mentor received information regarding the events submitted in the initial report. The patient also had a pre-operatively diagnosis of capsular contracture baker grade ii on their left breast. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/20/2019, the product investigation was completed. Device investigation summary: during evaluation of the device, a crease was observed in the posterior view. A tear was also noted within the crease, measuring approximately 13.5 cm. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. It is possible the rupture also was caused by the stress occasioned to the shell by the capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 425cc mentor memorygel breast implant (catalog number 3504251bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The diagnosis was confirmed by physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with 310cc mentor smooth round high profile saline breast implants (catalog number 3503310, left-sided serial number (B)(4), right-sided serial number (B)(4)).